Event description:
Reportable on device analysis completed on 06oct2025. It was reported that the blades of the jetstream blades stopped spinning. A jetstream xc atherectomy catheter was selected for use in the atherectomy procedure to treat occlusion and plaque in the superficial femoral artery. The device was used for approximately 10 minutes without issue. When the forward button was pressed, the the cutting tip could not rotate. The procedure was paused for about 10 minutes, and the forward button was pressed again, but the tip still did not rotate. The device was exchanged to complete the procedure. The patient was stable following the procedure, and there were no patient complications as a result of this event. However, device analysis revealed an unknown fragment of metallic material in the device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device analysis: the returned product consisted of a jetstream atherectomy catheter. Visual examination revealed no damages. Microscopic examination revealed a foreign fragment of metallic material stuck near the tip of the device. Inspection of the remainder of the device presented no other damage or irregularities. The foreign metallic material did not appear to be from the jetstream and was more likely a part of a stent or another device used in conjunction with the jetstream. The location of the foreign material suggests that the blades came into contact with another device, resulting in the metallic fragment becoming jammed inside the device, causing the blades of the jetstream to stop spinning.